Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The pump remains in use supporting the patient with no further issues reported. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 due to low hematocrit, anemia, and gastrointestinal bleeding. The patient underwent an upper endoscopy and received 1 unit of packed red blood cells. Warfarin and aspirin were discontinued and an attempt at re-introducing warfarin would be made in 2 weeks. The patient was discharged on (B)(6) 2015. No further information was provided.